Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing a planned, non-emergency treatment when the procedure was aborted. The philips remote service engineer (rse) inspected the system remotely and found that it was unable to produce x-rays. The rse noted that this issue was longstanding and that the customer does not have a service contract with philips. Although philips had previously recommended replacing parts to resolve the problem, the customer never approved the replacements. The issue, which dates back approximately 2¿3 years, persisted because the customer declined to purchase a new ippc. Instead, they opted for weekly paid visits to free up disk space on the ippc to prevent system stoppages during procedures. No parts were replaced. The issue was ultimately resolved by formatting and recreating the disks. After this, the system was restored to normal operation and returned to clinical use. The codes were updated based on the investigation outcome.